Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation occurred in the saphenous vein graft (svg) to right coronary artery (rca) with the use of an unspecified device. The graftmaster stent was advanced but failed to cross the perforation. The perforation was sealed with 5 minutes of balloon inflation at 20 atmosphere (atm). There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.